Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing (beneath the cap) was observed; the contacts seem to be covered by the leaking electrolyte. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Also, bulging of the housing was found, indicating that the device was likely not refreshed/used for a long period of time.this is a combined initial and final report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Neither patient contact to battery chemistry nor any injuries have been reported.